Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided) with moderate ketones. Customer administered correction bolus via pump and manual injection of insulin to address high bg. Reportedly, customer loaded a new cartridge to resolve the issue.